Manufacturer narrative:
This report originally filed as MDR number 1119421-2019-00719. (B)(4).

Event description:
A buyer reported that an implanted intraocular lens (iol) was noted to have a torn haptic, and the patient experienced unspecified issues. The lens was exchanged for another lens one week following the initial implant procedure. Additional information has been received indicating that the haptic had a half tear that was noticed after insertion of lens. Since it was not completely torn, the surgeon wanted to wait to see if it impacted the patient's vision, or tore further before explanting the lens. Once it was noted to be completely torn, the surgeon scheduled the patient for an explant procedure.